Event description:
It was reported when using the bd emerald¿ luer slip syringe with needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is foreign material in the syringe.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/14/2021. H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) emerald from lot # 0336355 product # 302936 with the reported issue that ¿there is foreign material in the syringe¿. The DHR of material number 302936 and lot number 0336355 had no quality notifications recorded on this lot. One sample and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 302936 and lot number 0336355 for investigating the reported defect of foreign matter on them in the lab. None of the ten retention samples showed foreign matter on them. The received sample showed the foreign matter inside the syringe. The defect is confirmed. The team checked for potential areas: checked if any logbook has cover made of cardboard and found that all logbook having spiral binding and no cover of cardboard, thus ruling out the potential contamination from the books. Checked cleaning equipment and found no potential contamination coming from them. Since the foreign matter is not embedded in barrel and moving with plunger movement, the probable root cause could be that foreign matter could have come during material movement from bins. Hence training was provided to all operators to ensure that material to be filled in hopper by lifting only polybag and ensure cleaning of bins before use in each shift. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd emerald¿ luer slip syringe with needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is foreign material in the syringe."